Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the longevity of the patient's device was found to be lower than anticipated. The lead output is slightly high in the right ventricle but not enough to affect the longevity and premature depletion was suspected. The patient is stable and will continue to be monitored.